Manufacturer narrative:
Integra has completed their internal investigation on 11/30/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the catheter was returned without kit components. Additionally, the spacer and red cap on the thermistor connector were removed. The catheter was with installed introducer assembly; however, the catheter was not secured because compressor cap was not completely tightened into the cranial bolt. Visual inspection found particulate matter that appears to be dried blood was present on catheter and strain relief, inside the introducer assembly. Tape adhesive residues were on the catheter body. Visual inspection also found the bent / broken thermometer pins. The catheter met specifications. The catheter was tested; the icp readings were within specification. However, ict could not be tested due to bent/broken thermistor connector pins. The customer complaint could not be duplicated. Lot 30500y293258, mfg date 26 nov 2013, will be expired on feb-2016; lot met requirements before released to fg. The customer returned catheter serial number 305000268406-d13; it is belonged to reported lot number. The catheter met requirements before released to finished goods. Complaint history, model 110-4xxx, from sep-2014 through aug-2015 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4). Conclusion: the reported customer complaint that the ¿intracranial pressure was not stable¿ could not be verified. Based on the investigation testing and results, the catheter met all functional test criteria, voltage leakage test criteria, and stability test criteria. The catheter could not be tested for temperature due to damage to the thermistor connector pin. Because the customer complaint could not be duplicated, the root cause of the complaint cannot be determined at this time.

Event description:
It was reported that on (B)(6) 2015, the 110-4bt was "detained" in the patient. On (B)(6) 2015, the customer took the catheter off the pre-amp cable to have CT scan taken. Then, the customer reconnected the catheter and the intracranial pressure (icp) was not stable. It fluctuated in the 0 - 40 mmhg range. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
Additional information received from the distributor on (B)(4) 2015: on (B)(6) 2015, the 1104bt catheter was implanted in the (B)(6) year old male patient who had external injury due to a traffic accident. The patient¿s icp reading before disconnecting from the pre-amp cable to go to CT scan was stable around 20 mmhg. No action was taken after the icp readings were not stable. The catheter had been implanted until aug (B)(6), and the icp had been unstable. Then, the catheter was removed on aug (B)(6). No replacement catheter was implanted. There was no patient harm or injury. There was no change observed in the patient's clinical condition during the reported unstable icp readings.